Manufacturer narrative:
Additional information was received that the patient had lost a bit of weight that made the battery superficial. It was noted that the patients weight loss was not device related.

Event description:
A report was received that the patients ipg placement was too shallow in the pocket and caused difficulty charging. The patient will undergo an ipg revision procedure.

Manufacturer narrative:
Additional information was received that the patient also had pain at the pocket site due to weight loss.

Event description:
A report was received that the patients ipg placement was too shallow in the pocket and caused difficulty charging. The patient will undergo an ipg revision procedure.

Event description:
A report was received that the patients ipg placement was too shallow in the pocket and caused difficulty charging. The patient will undergo an ipg revision procedure.